Event description:
The home pt (hp) reported feeling full, as if overfilled, during dwell 2 while using the homechoice cycler for apd therapy. The hp received "low drain volume" alarms during the initial drain and drain 1 phases of apd therapy. The hp relates that each time hp received these alarms, hp bypassed the alarm and advanced apd therapy into the subsequent fills. According to the hp's healthcare professional (hcp), the hp had drained less fluid than typically does at the time that hp bypassed the initial drain. After the hp received their programmed fill volume of 2500ml during fill 2, they felt full, as if they were overfilled, and placed the device into a manual drain. The hp manually drained approx. 922ml of fluid, after which they continued apd therapy to completion. According to both the hp and their hcp, there was no pt injury or medical intervention as a result of this incident.